Manufacturer narrative:
(B)(4). The device was serviced on-site by baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged battery was confirmed during evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. The main batteries and battery harness were replaced to fix the reported condition. The device has been previously sent into service for the reported condition of damaged battery. During previous service on (B)(6) 2011 & (B)(6) 2010 for "damaged battery", the batteries and battery harness was replaced. Also during previous service on (B)(6) 2009, (B)(6) 2008, the batteries and battery harness was replaced.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.